Event description:
Pt implanted 1999 in the upper and lower vermilion borders. Onset of implant extrusion 1999 in perioral. Implant revised in 1999, and pt treated with keflex 06/04/1999. Implant explanted in 1999.